Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "silicone within the axilla". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "the left breast implant demonstrates features of a extracapsular rupture with a snowstorm appearance. There are silicone is within the axilla." The device remains implanted.

Event description:
The device has been explanted. Healthcare professional reported "there is no rupture just the implants had shown signs that they had sweated on removal". Previous medwatch submission reported rupture diagnosed via ultrasound. Since physician has confirmed upon explant that the device was not ruptured. Unreporting the previously reported event of rupture.

Manufacturer narrative:
Previous medwatch submission reported rupture diagnosed via ultrasound. Since physician has confirmed upon explant that the device was not ruptured. Unreporting the previously reported event of rupture. Device analysis: the device related to the reported events rupture, lymphadenopathy and silicone migration was received on august 29, 2024. With lot number 2707667. Based on the product analysis performed, the assessments of the complaints are: rupture/silicone migration: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Lymphadenopathy: unable to observe. No other observations observed, no further actions are required.